Manufacturer narrative:
The customer reported that the central nurses station will have a debug window pop up once every two weeks for a month. If they run the debug, the cns does not store patient information until it is done. Customer ordered two configured hard drives to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Hard drive returned and scrapped.

Event description:
The customer reported that the central nurses station will have a debug window pop up once every two weeks for a month. If they run the debug, the cns does not store patient information until it is done.